Event description:
A catheter malfunction of undetermined etiology was noted to have occurred. The device event was a migrated catheter, and the catheter was coiled in the subcutaneous tissue. Information previously reported.

Event description:
The patient reported the catheter had been coiled up in their back. The patient was going to their doctor on (B)(6) 2013 for their medication to be updated. It was later reported that the patient failed a catheter dye study, and a bolus was given with no pain relief. The results of the dye study contrast study, performed on (B)(6) 2013, were ¿failed¿. The patient¿s device was surgically repositioned, specifying a revision of the pump pocket on (B)(6) 2013. The event resolved without sequelae on (B)(6) 2013.

Event description:
A catheter migration and dislodgement of the distal segment was reported. The catheter was out of the intrathecal space. A dye study had been performed. The migrated catheter was explanted and replaced with a new catheter on (B)(6) 2013. The patient experienced less than 50% therapy relief and a loss of pain control. The patient¿s status at the time of the report was alive with no injury. The medications infused were fentanyl and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).